Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred during patient infusion of fluorouracil (1140mg in 220ml 0.9% nacl). The infusion was expected to last 22 hours. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14a059 was manufactured january 28, 2014 ¿ january 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photograph of the device was provided for evaluation against the reported condition. The visual inspection was able to verify the condition of a rupture. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The actual sample is not available for evaluation; however, photographs of the sample were provided by the customer and evaluation of the photographs is in progress. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.